Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant of a device and an absorbable envelope, it was noted the pocket was open with their implant protruding. The patient was seen in clinic by the physician and the pocket was stitched closed again. No further patient complications have been reported as a result of this event.